Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested. (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.